Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found reagent/sample buildup on tip clamp and tip clamp sleeve in the reported problem area of the pipette assembly. Replaced cable 70. The instrument was cleaned, inspected, tested without further problem, and returned to expected operation.